Event description:
Note: this report pertains to one of the four devices used during the same procedure. Refer to manufacturer report 3005099803-2023-02789, 3005099803-2023-02786, 3005099803-2023-02787. For the associated device information. It was reported to boston scientific corporation that a sensation small oval med stiff snare was used during a colonoscopy procedure performed on an unknown date. During the procedure, the physician and the technician tried to remove a polyp with a sensation small oval med stiff snare in the ascending colon. However, the snare loop was not cutting through the polyp. After opening three more snares, the physician finally removed the polyp. The procedure was completed with a similar sensation short throw. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to report the suspect device lot number; therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a050702 captures the reportable event of loop unable to cut.